Manufacturer narrative:
Device evaluated by MFR: gladiator elite 6.0 x40, 40cm was received for analysis. A visual and tactile examination identified a 4 cm longitudinal tear extending from the proximal marker band to the distal marker band. No issues were noted with the marker bands which may have potentially contributed to the complaint incident. A visual and tactile examination identified a kink in the shaft tip portion inside the balloon material. A visual examination identified no issues with the distal tip of this device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arm. A 6.0 x40, 40cm gladiator balloon catheter was having a resistance while advancing. However, during the procedure the balloon failed to inflate and it could not be pushed out. The procedure was completed with another of the same device. It was noted that post procedure, the balloon ruptured. There were no complications reported and the patient was stable.